Event description:
It was reported the pt was unable to get adequate stimulation. It was further reported that a lead was unsteerable after a stiff curved stylet was placed into the lead. Due to the lack of steerability, it was not possible to place the lead in the appropriate area for pain relief.

Manufacturer narrative:
(B)(4).